Manufacturer narrative:
The customer reported that the coagulation was not working with the system. Additional information was received from the customer indicating the event was related to user error. A company representative discussed the directions for use (dfu) with the customer. The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. However, there is no indication of testing being performed on the associated handpiece. The system was manufactured on october 27, 2017. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no coagulation and occlusion alarm sounding during phacoemulsification. Additional information was received from the customer indicating the event was related to user error. A company representative discussed the dfu with the customer.